Event description:
It was reported that during removal of the catheter the lumen broke proximal to the cuff. A cutdown was performed and the pieces were removed without difficulty. There was no reported bloodloss or pt injury.